Event description:
The hcp reported that pt began experiencing decreased benefit from the baclofen in 2003. Symptoms included increased spasticity and intermittent itching. Catheter studies showed the catheter to be ok. A pump rotor study led the hcp to suspect a pump problem. The pump was replaced 2004. The pt outcome was not reported. A follow up report will be sent when additional info is received.